Event description:
During egd (esophagogastroduodenoscopy) procedure, boston scientific cre fixed wire esophageal dilation balloon ruptured during inflation of a schatzki's ring. FDA safety report ID (B)(4).